Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name (B)(6) university. Block h6: device code a0406 captures the reportable event of stent material deformation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a polaris ultra ureteral stent was used in a ureteroscopic lithotripsy procedure in the ureter. During the procedure and inside the patient, it was noticed that the stent has multiple defects. The procedure was completed with another same device and there were no patient complications reported. Picture provided by the customer showed that the stent's coil was deformed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name (B)(6). Block h6: device code a0406 captures the reportable event of stent material deformation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this polaris ultra device underwent a thorough analysis. Visual inspection of the device revealed that the stent bladder coil was bent. The suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that the issue could be caused by operational factors. Probably some manipulation during the procedure could have caused bents on the stent coil. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris ultra ureteral stent was used in a ureteroscopic lithotripsy procedure in the ureter. During the procedure and inside the patient, it was noticed that the stent has multiple defects. The procedure was completed with another same device and there were no patient complications reported. Picture provided by the customer showed that the stent's coil was deformed.